Event description:
Complainant alleged that the device displayed a "bridge test failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not rec'd the device for eval and this complaint is still under investigation.